Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site (B)(4) 2015. Medtronic investigation of returned suspect computer finds that the computer booted and ran fusion 2.3 software on test bench with no "slowness" observed. Computer then passed all subsequent testing and no hardware or software problem was found. No fault found. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported a site's navigation system computer was responding very slowly and on select patient screen, the navigation system was slow then became unresponsive. System was re-booted and normal function was restored. There was no patient present when this issue was identified.